Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high continuous pressure and low expired tidal volume. No part was reported replaced. The evaluation of received device logs shows that alarms for high continuous pressure began to appear january 24, 2020, the reported date of event, at 06:49 when also alarms for high positive end-expiratory pressure (peep) and high oxygen concentration occurred. Before that, several alarms for mainly airway pressure high, expiratory minute volume low and peep high had been generated. Ventilation was started january 22 at 14:08 and set to standby january 24 at 11:09. A pre-use check passed 10 minutes before ventilation was started. No technical error codes were generated. The device logs indicate both high pressure and leakage. Actions when these alarms occur are to check the patient and the patient breathing circuit for leakage and blockages (liquid, mucus, kinks etc.) , but also to check ventilator settings and alarm limits. High pressure and leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. The conclusion is that alarms indicating both leakage and obstructions in the breathing circuit were found in the device logs. There is nothing in device and trend logs that indicates that the problem was caused by a ventilator malfunction. No technical faults were logged.

Event description:
It was reported that the ventilator alarmed for high continous pressure and low vte (end-tidal volume). There was no patient harm. Manufacturer ref.#: (B)(4).